Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-5 and l5-s1 using rhbmp-2/acs. Reportedly, sometime following surgery, the patient continued to experience back and radicular pain. A MRI demonstrated that the patient had developed substantial bony overgrowth at both the l4-5 and l5-s1 levels. The patient continues to experience daily, disabling pain that prevents her from performing many activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.